Event description:
The patient reported being advised that their right ventricular (rv) and right atrial (ra) leads had come loose. It was discovered that both leads had dislodged. The rv lead was repositioned without difficulty and remains in use. The ra lead was removed due to concern with the helix. Tissue was observed on the tip of the helix. It was cleaned and tested with normal function. The ra lead was then repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.